Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer alleged power loss alarm and charge/battery lasts less than expected. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case above arrow and battery icon, minorly scratched lcd window, pillowing keypad overlay, and stained keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found power loss alarm on the event date of (B)(6) 2021 at 18:46:31 and (B)(6) 2021 at 16:19:02; also, found: insert battery alarm: on (B)(6) 2021 at 00:22:38, on (B)(6) 2021 at 06:15:11, on (B)(6) 2021 at 08:59:00, on (B)(6) 2021 at 12:53:40, on (B)(6) 2021 at 18:38:07, on (B)(6) 2021 at 20:32:09, on (B)(6) 2021 at 20:45:33, on (B)(6) 2021 at 10:53:37, and 11:02:12. Replace battery alarm: on (B)(6) 2021 at 00:12:00, on (B)(6) 2021 at 06:03:00, 06:13:00, on (B)(6) 2021 at 08:49:00, on (B)(6) 2021 at 12:21:00, on (B)(6) 2021 at 17:03:00, 17:13:00, on (B)(6) 2021 at 17:58:00, 18:08:00, on (B)(6) 2021 at 20:17:00, 20:27:00, on (B)(6) 2021 at 15:23:00, 15:33:00, on (B)(6) 2021 at 20:33:00, and 20:43:00. Replace battery now alarm: on (B)(6) 2021 at 12:52:00, on (B)(6) 2021 at 17:34:00, 17:44:00, on (B)(6) 2021 at 18:29:00, on (B)(6) 2021 at 15:54:00, and 16:04:00. Pump passed self test, active current measurement and displacement test, however failed the sleep current measurement. No unexpected power loss, insert battery, replace battery, and replace battery now alarms during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and sleep current measurement test failure noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no sleep current measurement test failure noted. Customer alleged for power loss alarm was not confirmed. Customer alleged for charge/battery lasts less than expected was confirmed. Sleep current measurement test failure suspected to be in pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did not receive a low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.